Manufacturer narrative:
The product is applied as a liquid and flammable until dry. The label includes a flammability warning and also instructs readers to the instructions for use which states the following warnings: danger! Highly flammable! Cavilon no sting barrier film is highly flammable until it has completely dried on the skin. Cavilon no sting barrier film should only be applied when no ignition sources or heat producing devices are in use. Avoid using around flames. Use in a well ventilated area. The hospital could not confirm a specific ignition source, 3m is still investigating the potential root cause for this reported event.

Event description:
A hospital employee reported 3343n 3m¿ cavilon¿ no sting barrier film was applied to existing skin irritation at a patient's IV site on their arm. The skin allegedly ignited where the product was applied. The fire was quickly extinguished by the staff. The patient allegedly experienced a burn. The hospital could not confirm a specific ignition source.